Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision right total hip due to cemented liner loosening. Rim-fit cup used as replacement.

Event description:
Revision right total hip due to cemented liner loosening. Rim-fit cup used as replacement.

Manufacturer narrative:
Additional information: brand name, common device name, implant date; device manufacture date, changed to unknown. An event regarding revision due to loosening involving an unknown trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for medical review. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product identification and return, pre and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. It is noted that sales rep indicates that " the acetabular liner removed was a trident x3 polyethylene insert used off label however the off label use was not identified. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.